Manufacturer narrative:
This is a final report.

Event description:
A report was received that a pt was experiencing numbness in her upper extremities after being implanted. A CT scan revealed that the pt had stenosis, and the paddle lead was pressing against the pt's spinal cord. The pt underwent a lead revision procedure, and the paddle lead was moved away from the spinal cord. The pt's numbness is not subsiding.